Event description:
It was reported via health (B)(6) that the customer alleged that the products were difficult to sterilize and posed contamination issues. It was reported that the silicone coating on the o-ring appeared to be degrading. It was reported that the customer alleged that blood was getting under the coating and could not be cleaned via the regular sterilization process.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.